Event description:
The patient reported that they were overdosed on the pump. The patient was not sure if the device malfunctioned or if the healthcare provider had prescribed too much medication. The patient was left in a vegetative stated for 3 months due to the incident and has loss hearing in one ear. The pump has since been removed. Additional information later received reported that per the implanting healthcare provider they treated the patient for the removal of their pump in 2004 and completed the patient¿s post-op care as well. The nurse reviewed all of the clinic and hospital notes from that surgery and no complications were noted. The hcp had also operated on the patient in 1998 and 2006 and per the nurse no complications noted for those surgeries either. The nurse also stated that the doctor is ¿a spine doctor¿, so each of the patient¿s surgeries were related to her back issues and not the devices. The doctor removed the pump because the patient was not using it and it was in the way of the surgery that he was doing.

Manufacturer narrative:
Concomitant medical product: product ID: 8703w, lot# l41567, implanted: 1997-(B)(6), product type: catheter. (B)(4).